Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient experienced an infection post debridement. The infection was resolved (B)(6) 2013 with wound vac and continued monitoring. The patient experienced a recurrent hernia diagnosed on (B)(6) 2013 but has not undergone reoperation. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.